Event description:
Patient self tester reports the following discrepant results: (B)(6) 2010; inratio: 4.4. On (B)(6) 2010; inratio: 3.7. On (B)(6) 2010; inratio: 4.2; lab: 5.6. Meter testing all done within 15 mins of one another on same finger. Lab testing done within one hour of meter testing.

Manufacturer narrative:
Investigation pending.